Event description:
The account alleged the foot section of the bed would run up when weight was applied. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.